Event description:
It was reported that during implant of this pacemaker that this other manufactures right ventricular (rv) lead exhibited high out of range pacing impedances measuring 2400 ohms. It was noted a few weeks ago the rv impedances were greater than 3000 ohms. They tested the sensing and threshold values and they appeared to be normal. The physician programmed the device to a split configuration and impedances measured 2600 ohms. There was no noise that was noted. Technical services recommended to perform a revision if impedances increase to greater than 3000 ohms. At this time, this pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.